Event description:
A proximal type I endoleak was noted during the post angiogram. A main body extension was deployed near the proximal sealing stent, extending the main body graft closer to the renal arteries. No complications were encountered and the endoleak was resolved.